Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. The right atrial lead exhibited undersensing, out of range impedance, and loss of capture. The lead was capped and replaced. There were no adverse consequences to the patient.